Event description:
The user facility reported that after a iat procedure the physician wanted to close the groin with an 8 fr angio-seal device. The sheath was replaced with the delivery sheath for an angio-seal. No problems were noticed. The angio-seal was introduced into the delivery sheath and fully introduced (one click was noticed). Then the angio-seal was pulled back and the 2 clicks were noticed. After this step the physician wanted to deliver the angio-seal and close the puncture site. Without feeling any friction, the entire device was pulled out. The physician saw this happen and switched directly to manual compression. Manual compression was done for 10 minutes and after this the patient got a pressure bandage with 4 hours of bedrest. The groin was dry when leaving the operating room (or). After 3 hours the patient got a groin bleeding, and the patient underwent manual compression again and got a new pressure bandage with again 4 hours of bedrest. The puncture was done without the use of ultrasound and a pre-deployment angiogram was not performed. The estimated blood loss was less than 250cc. The procedure performed for the patient prior to use of closure device was iat procedure. A 9fr procedural sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient condition was stable and there was no hematoma visible.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Telephone number - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample receipt date in section d9, to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. For dimensional testing, the outer diameter of the tamper tube and the inner diameter of the carrier tube were taken. The tamper tube was measured at 0.080" (0.081" +0.000/-0.005) and the carrier tube was measured at 0.088" (0.085" minimum). Both dimensions were found to have been within the manufacturer's specifications. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.